Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They have tried spare rtm and controller that were in clinic office (so spare components and not new). The pt didn't have any procedures, falls or accidents and hasn't had any changes to the scs ins pocket during this time.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Caller reports patient received a replacement recharger and recharge cord. Caller reports patient had a small charge (B)(6) 2023, but previous to that was 6+ months when patient last charge. Caller reports she has been performing at least half hour of passive recharge, about 10-15 cycle. Caller reports she is seeing 99 on the antenna locator, low, high and middle numbers. Caller reports patient has the new recharging paddle with the ridge cord. Caller confirmed she has the recharging paddle on the correct ins, right side. Troubleshooting performed. Disable and re-enable performed. Caller reports continue to see trying to recharge with the middle number at 98 and 95. Disable and re-enable performed on 3rd times. Continue seeing trying to recharge with middle number at 98. Caller has a spare recharger. Continue with passive recharge. Antenna locator range from 94-99-100 caller reports she will continue with passive ve recharge. The device would not come out of passive charge and would not charge. The cause was not known and the issue was ongoing. Rep reported that she had continued to work with pt but cannot emerge from passive charge. The caller will elect to try another controller. Agent reviewed that passive charge does still provide the ins with charge and therapy could be resumed via tablet but the passive charge will still likely continue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they have left the patient 3 messages and have not gotten a call back for more troubleshooting. As far as rep knows, patient has not had the device explanted and there is no talk of removing it at this time.

Event description:
Rep reported that the cause was no known. Tried two new controllers, two chargers, two tablets/communicators. Called tech services and had their help to disable and re-enable device. Tried passive charging for a couple hours and then tried to connect again with no luck. Issue not resolved, no other actions planned at this time. Logs were already sent on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.